Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient began their advanced evaluation on (B)(6) 2016. The patient had not been voiding. The patient voided 2 times during the day and 1 time at night. The patient drank a lot of fluids and still couldn¿t void.